Event description:
It was reported that during a unspecified treatment procedure, a device became stuck on the guidewire. The non-bsc balloon catheter was being withdrawn over the 14mmx300cm platinum plus guidewire. The balloon became stuck on the guidewire. The physician successfully removed the balloon mechanically from the wire. The procedure was completed with another platinum plus guide wire. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).